Manufacturer narrative:
Batch review performed on 09 dec 2022: lot 2205990: (B)(4) items manufactured and released on 01-jun-2022. Expiration date: 2027-05-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection after about 2 weeks from the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.